Event description:
The surgeon reported that the patient is weaker post-op than prior to ablation surgery.

Manufacturer narrative:
Per follow-up on wednesday 30nov2022, the patient's weakness is still improving, but remains worse than baseline. Extensive event log review of the event was executed and no malfunction was found. It was confirmed that the neuroblate system was functioning as intended. Sensory/cognitive/motor deficits are a documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.